Manufacturer narrative:
This report is being filed under exemption (B)(4). Additional information will be provided upon conclusion of the MFR's investigation.

Manufacturer narrative:
An investigation was carried out into this complaint. When reviewing similar reportable events on parker baths we haven't found any other similar cases. We consider this event to be isolated incident. The device was inspected by an arjohuntleigh representative at the customer site. Bath was in good working condition. The arjohuntleigh engineer attended the customer site and tided the hoses on this bath to prevent a reoccurrence. Product instruction for use (IFU) is equipped with each device. IFU provides care and maintenance' section which clearly inform user that the periodic test and maintenance should be performed. Preventive maintenance includes inter alia the following actions: user is obligated every week to visually check hoses, pipes and connections. The received information showed that: - the hoses are permanently attached to the bath and were installed when the bath was installed in 2010. - the maintenance has been performed on 24/08/2015 by arjohuntleigh representative. During this maintenance the hoses were tighten by technicians. - there were no witnesses as the caregiver was alone with the patient when the event occurred. - the bath was in good working condition. - room size 2m x 3m. The involved bath has been in good working condition, there were no leak or other damages. The situation where the caregiver was tripped over the supply hoses are considered to be unfortunate accident. There are also other factors that need to appear to cause this incident e.g.: lack of carefulness, smooth or soapy surface, lack of space, lack of maintenance. Problem described in complaint (B)(4) concerns situation where the caregiver was tripped over the supply hoses. Please note that the supply hoses has been attached originally since 2010, the maintenance has been performed by qualified personnel on august-2015. From our evaluation, we consider this event to be isolated incident where user wasn't carefully enough to avoid this incident. In conclusion the device was being used for patient care but there was no patient at risk. The device was not entirely up to specification as although it appears to have been functional during installation and maintenance it is made sure there are no parts of the bath that can be tripped over, and the device played a passive role in the event.

Event description:
Ref imp report #(B)(4).